Event description:
Rptr bought a device on e-bay and stated that it did not work as stated and is misleading in their claims. Rptr also stated that they believe that it is a medical device and is not FDA approved.